Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was observed during fill six of six of peritoneal dialysis (pd) therapy. During troubleshooting, it was observed that solution had leaked out of the cassette; however, the location of the leak could not be identified, and it was verified that all the lines were tightly connected to the solution bags. There was no patient injury or medical intervention associated with this event. No additional information is available.